Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (pneumothorax/cardiac) was not determined due to insufficient clinical details. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), on extracorporeal membrane oxygenation (ECMO), prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella was flowing normally with the ECMO at the same time. A distal perfusion catheter was placed and the flows dropped and suction occurred at p-2. Flows turned down to p-1. A chest x-ray performed in the intensive care unit (ICU), showed a hemopneumothorax. A large amount of drainage was noted in the chest tube (2l+). It was noted that CPR was performed in the cath lab but the impella was placed without issues. The low flow issue was resolved with volume resuscitation and by the next day the impella was flowing at a higher p-level. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.2l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements; however, hemopneumothorax is a complication of CPR.

Manufacturer narrative:
Pneumothorax / cardiac: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
D6b explant date was received and added.